Event description:
10 y/o pt with pacemaker exchanged due to end of life. New vigor #1230 inserted 3/6/97. Pt felt lightheaded went to outside hospital, sent to user facility. 3/15/97--4285 removed lead with tines; 3/15/97--4269 screw in type inserted. Arterial lead dislodged quickly (a few hrs) ventricular lead within one week.